Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the cardia of the stomach. The patient was not noted to have tortuous anatomy and the lesion was not dilated prior to stent placement. During the procedure, the user advanced the stent system over the guidewire to the target lesion and began deployment of the stent. When the stent was deployed by approximately 20mm, resistance was encountered and it became difficult to further deploy the stent. The user straightened the delivery system and again attempted to deploy the stent but the stent failed to release. The partially deployed stent was removed from the patient. No visible issues were noted to the device. The procedure was completed with another ultraflex esophageal stent system of a different type. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age.(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the cardia of the stomach. The patient was not noted to have tortuous anatomy and the lesion was not dilated prior to stent placement. During the procedure, the user advanced the stent system over the guidewire to the target lesion and began deployment of the stent. When the stent was deployed by approximately 20mm, resistance was encountered and it became difficult to further deploy the stent. The user straightened the delivery system and again attempted to deploy the stent but the stent failed to release. The partially deployed stent was removed from the patient. No visible issues were noted to the device. The procedure was completed with another ultraflex esophageal stent system of a different type. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by approximately 30mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. It was noted that the distal end of the shaft was slightly bent at several locations. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause could not be determined. The investigation concluded that a review and analysis of all available information failed to indicate a root cause or probable root cause.